Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event, heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome cannot be conclusively determined. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas (left ventricular assist system) instructions for use, rev. C, contains the following information: section 1 lists right heart failure and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to right ventricular failure. The outcome was not considered to be device or therapy related.